Manufacturer narrative:
Returned for evaluation was one evlt/pvak fiber. A visual inspection noted that the fiber was fractured. The customers reported complaint of the fiber broken in the package is confirmed. Angiodynamics' vendor for this device was notified of the event. The exact root cause of the event cannot be determined at this time, although it is unlikely that the kit was packaged with the broken component. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter that a radius of 60mm." During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review for the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the fiber was removed from the sterile packaging and unwound for usage, the fiber fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturers for evaluation.